Event description:
It was reported that the haptics dislocated when the intraocular lens was fully inserted into the patient's eye. The broken lens had a sharp edge which caused hemorrhage in the patient's eye so it was removed. Another lens was inserted. The intraocular pressure in the patient was very high and he now suffered from reduced vision due to anterior capsular phimosis. The patient was unhappy about his post-operative vision of 6/12 when his pre-operative vision was 6/7.5. There was incision enlargement, sutures performed and medications prescribed. The patient's daily activities were significantly affected. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information not provided. Section d4: model number: unknown, information not provided. Section d4: catalog number: a complete catalog # is unknown, as the serial number was not provided. Section d4- serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter: telephone number:(B)(6) section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics dislocated when the intraocular lens was fully inserted into the patient's eye. The broken lens had a sharp edge which caused hemorrhage in the patient's eye so it was removed. Another lens was inserted. The intraocular pressure in the patient was very high and he now suffered from reduced vision due to anterior capsular phimosis. The patient was unhappy about his post-operative vision of 6/12 when his pre-operative vision was 6/7.5. There was incision enlargement, sutures performed and medications prescribed. The patient's daily activities were significantly affected. There was no delay in treatment or other interventions performed. No further information was provided. Upon additional information received, it was shared that the lens was broken at the haptic and optic junction. The lens was inserted into the anterior chamber, but not into the bag. The decision was then made for extraction. There was no resistance during lens delivery and had no issues. Ovd was used. The replacement lens inserted had no issues on the patient. The patient was stressed and angry at day 1 and a high pressure of 46. The vision then became 6/36.

Manufacturer narrative:
Additional information was received from the complaint reporter on 10/2/2024 and 10/4/2024 with the updated fields in this report as follow. B5 describe event or problem: it was reported that the haptics dislocated when the intraocular lens was fully inserted into the patient's eye. The broken lens had a sharp edge which caused hemorrhage in the patient's eye so it was removed. Another lens was inserted. The intraocular pressure in the patient was very high and he now suffered from reduced vision due to anterior capsular phimosis. The patient was unhappy about his post-operative vision of 6/12 when his pre-operative vision was 6/7.5. There was incision enlargement, sutures performed and medications prescribed. The patient's daily activities were significantly affected. There was no delay in treatment or other interventions performed. No further information was provided. Upon additional information received, it was shared that the lens was broken at the haptic and optic junction. The lens was inserted into the anterior chamber, but not into the bag. The decision was then made for extraction. There was no resistance during lens delivery and had no issues. Ovd was used. The replacement lens inserted had no issues on the patient. The patient was stressed and angry at day 1 and a high pressure of 46. The vision then became 6/36. Suspect medical device: d1: brand name: tecnis simplicity. Type of the device. D2a: common device name: intraocular lens. D2b: device product code: hql. D3: manufacturer. Establishment name: (B)(6). D4: additional device information: model number: dib00, catalog number: dib00i0190-12, serial number: (B)(6), expiration date: oct 19, 2026, primary unique device identification (UDI) number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.